Manufacturer narrative:
E1: establishment name: akiro hospital corporate association public akiro medical center(documented here in it¿s entirety due to character limitations in respective field). The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found there was no visual abnormalities. The bezel was flawed and the rear cover was broken. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the high definition lcd monitor video signal did not work when the serial digital interface cable was connected. The right screen turned black and the endoscopic image disappeared. Normally a fuji computer was used to view the two split images. The issue was found after a previous procedure, during inspection for use for a therapeutic endoscopic retrograde cholangiopancreatography procedure in the fluoroscopy room. The procedure was delayed during tower replacement and the procedure was completed by using another system's tower. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out g2. Additional to provide to field h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the phenomenon " sdi signal was not output" occurred due to failure of the printed circuit board. Additionally, the cause of the printed circuit board failure was not identified and the root cause could not be determined. Olympus will continue to monitor field performance for this device.